Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 375cc mentor artoura plus, smooth, high profile tissue expander prosthesis. Post-operatively, the patient felt a "blowout" and observed the right breast was flat. A consultation with a medical professional was conducted and she underwent unilateral breast implant removal and replacement with a right-sided 375cc mentor artoura plus, smooth, high profile tissue expander on (B)(6) 2024.

Manufacturer narrative:
On march 18, 2025, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, microscopic examination, and shell thickness of the tissue expander. Visual analysis of the returned sample revealed that the tissue expander was found to have a tear on the anterior aspect measuring approximately 14.4 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. In conclusion, the collected process controls and data records for the deflated tissue expander meet specifications. The tear mentioned cannot be conclusively confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 14, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).